Event description:
A report was received that the patient was suspected to have an infection at the midline incision site. Infection was not device related and it was unknown if it was procedure related. Symptoms include pain and swelling but no redness. There was drainage. It was unknown if antibiotics were given. The patient underwent a revision procedure wherein the leads and splitters were replaced with two leads. No device malfunction was suspected with the explanted devices. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.